Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor end alarm. The customer reported the sensor had only been inserted in their body for two days. Customer stated they did not see anything when examining the sensor for damage. Customer was unable to confirm damage to the sensor's electrode. Customer's blood glucose was not provided. The customer declined to return the sensor for analysis.